Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8134968. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 324909, batch no.: 8134968, unknown. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer found foreign matter which appears to be white-ish to clear when pressing air into the vial from the syringe. The following information was provided by the initial reporter: foreign matter from syringe going into insulin vial when pressing the air into the vial from the syringe. Unknown occd date. The matter appears to be whitish to clear and can be seen when the vial is getting low. He stores the current vial using at room temp.

Event description:
Material no.: 324909 batch no.: 8134968, unknown. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer found foreign matter which appears to be white-ish to clear when pressing air into the vial from the syringe. The following information was provided by the initial reporter: foreign matter from syringe going into insulin vial when pressing the air into the vial from the syringe. Unknown occd date. The matter appears to be whiteish to clear and can be seen when the vial is getting low. He stores the current vial using at room temp.

Manufacturer narrative:
Investigation summary: customer returned a video of a syringe and vial of humalog. Customer states that there is foreign matter which appears to be white-ish to clear is seen when pressing air into the vial from the syringe. The video was examined and it appeared there is material floating in the vial. It is difficult to determine the identity or the origin of this material solely from the video. However, no foreign matter was observed in or on the syringe being inserted into the vial. A review of the device history record was completed for batch #8134968. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no foreign matter was observed in or on the syringe, only in the vial which is not a bd product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 324909, batch no. 8134968, unknown. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer found foreign matter which appears to be white-ish to clear when pressing air into the vial from the syringe. The following information was provided by the initial reporter: foreign matter from syringe going into insulin vial when pressing the air into the vial from the syringe. Unknown occd date. The matter appears to be whiteish to clear and can be seen when the vial is getting low. He stores the current vial using at room temp.

Manufacturer narrative:
Investigation summary: customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 8134968 and (6) loose 3/10cc, 6mm, 31g syringes and a video of a syringe and vial of humalog. Customer states that there is foreign matter which appears to be white-ish to clear is seen when pressing air into the vial from the syringe. All returned syringes were examined and no foreign matter was observed in or on any of the returned syringes. Also, no foreign matter came out of the cannula when fully depressing the plunger rod on all returned syringes. No defects were observed on any of the returned syringes. The video was examined and it appeared there is material floating in the vial. It is difficult to determine the identity or the origin of this material solely from the video. However, no foreign matter was observed in or on the syringe being inserted into the vial. A review of the device history record was completed for batch #8134968. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no foreign matter was observed in or on the syringe, only in the vial which is not a bd product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.